Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery the needle broke inside the scorpion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. A functional test of the received ar-12990 with batch: 15245547 with a needle (ar-12990n-1 with batch: 15425015) revealed that no fragment of the needle was stuck inside. It was possible to fire the needle (see evaluation pictures 1 + 2). Remaining parts of the needle have not been received. Therefore, the reported event was not confirmed.